Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer added more insulin to the cartridge and encountered. The customer wa s able to resume insulin delivery without further issues. However, the customer reported issue was not resolved. There was not reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.